Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank and white screen and it flashes all the time and impossible to stop it. The customer blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump was switched on and off all the time with audio alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. All audio tones were heard during the self test. The audio volume was adjusted from 1-5 , and each setting functioned properly. No unexpected audio anomalies or absence of audio alarms were noted during testing. In addition to this, device history files were successfully uploaded onto the network drives. (B)(4).